Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they've felt like pain or numbness and as if they were being pinched with a syringe above the implant site since monday. Patient added they resumed running but they could feel something hitting where the battery was. They added they're going back to another country in august and since there were no physicians trained in the therapy they wondered what would happen if the battery runs out and they keep the device in their body. Reviewed therapy information. Redirected to healthcare provider (hcp) to further address the issue. Patient mentioned they have a follow-up appointment scheduled on june 12th.